Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose since (B)(6) 2018 with blood glucose of 70 mg/dl at the time of the incidents, usually in the morning. The customer was at 76 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump has been over delivering insulin. Troubleshooting was performed and it was found that reservoir had less insulin than what was shown on the status screen. Customer was advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis. Unomed set.